Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer's blood glucose was unknown mg/dl. The customer stated that the insulin is "squirting out" during manual prime process. The customer was advised to be disconnected. The troubleshooting was performed. The customer was advised to hold down act until they received second series of beeps and or numbers appear on the display. The customer stated that that don't received second series of beeps and no numbers appear on the screen. The customer was advised to revert to back up plan per health care provider instruction. The patient wa advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for prime/a33 test and occlusion test due to motor error alarm however, the motor was tested outside the device and passed. The insulin pump was received with cracked belt clip slot, cracked reservoir tube lip and minor scratched lcd window.